Event description:
A patient reports while wearing a pod between 1 and 4 hours their blood glucose level had rose to over 250 mg/dl. In addition the patient reports receiving a pod communication error during operation.

Manufacturer narrative:
The returned device was evaluated and the investigation found no damages or deficiencies that would contribute to a communication error. The download data showed that the pod did not generate a hazard alarm during operation. The pod reset, paired with an unused controller, delivered a 5-unit bolus, and deactivated. No communication errors occurred during rerun. The cause of the reported communication error during operation could not be determined. The exposed portion of the soft cannula was found to be bent. The damage to the soft cannula did not prevent fluid from flowing as intended. The exact timing and cause of this damage could not be determined. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: omnipod software app version: smartphone operating system: smartphone hardware: cgm sensor type:.